Event description:
It was discovered during the introduction of the product into the sheath that a 10mm portion of the stent was exposed. The smart control catheter was flushed during prep, and the red locking pin was never removed. As the catheter was being fed over the guidewire, and approached the hub of the sheath outside the patient, it was noted that approximately 10mm of the stent was uncannulated from the outer body and exposed. The product never entered the patient. Another smart control was used to successfully complete the procedure. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.